Manufacturer narrative:
Explant was reported due to fluid overload and edema. Upon explant a distortion of the valve was noted. The investigation found that leaflets 1 and 3 contained tears. Leaflet 2 had a fold and focal fibrous pannus on the outflow surface. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the tears and fold could not be conclusively determined, however the fold was tethered by pannus formation.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2013, a 23 mm trifecta valve was implanted with a replacement graft. The patient later presented with fluid overload and odema. On (B)(6) 2019, the valve was explanted and a distortion of the valve was noted. The device was exchanged for a 23 mm medtronic hancock ii t505.